Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; specific bg value was not provided. Reportedly, customer delivered a bolus in anticipation of consuming food, however did not consume food for an extended period of time which caused the low bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.